Event description:
Unomedical reference number (B)(4). Event occurred in united arab emirates. On (B)(6) 2024, it was reported that the patient faced leaks at the end of tube and high blood glucose level. The blood glucose level of the patient at the time of event was 453 mg/dl. Moreover, the infusion set was changed prior to the event on the same day of infusion set insertion. No further information was available.